Manufacturer narrative:
(B)(4).

Event description:
It was reported that hourly atrial noise reversions due to high voltage lead impedance was observed. The patient was asymptomatic. Programming changes were recommended. No further information available.